Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the system was explanted due to infection. The rep saw the patient post-op on (B)(6) 2018 and the ins site was red and inflamed. The nurse removed the staples and said it was okay. The rep took a picture and sent it to the patient for him to keep an eye on. The patient reported to the rep on (B)(6) 2018 that it was getting so tender and more swollen. The patient had an appointment with his pain doctor on (B)(6) 2018 who sent the patient to the surgeon where the decision to explant was made. The device was planned to be explanted on (B)(6) 2018. The device was expected to be returned to the manufacturer. No further complications were reported.